Event description:
It was reported that at the onset of pumping, the pump experienced helium leak alarms. The pump was exchanged, but the alarms continued. Therefore, the iab was removed and replaced without any complications.